Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by affiliate that the er320 clips fell out into the pt. The clips were retrieved from the pt. There was no consequence to the pt.